Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the dislplay of the home patient's homechoice machine during drain 2/5 of her automated peritoneal dialysis therapy. Reportedly, the home patient disconnected during a dwell cycle, did not press stop, fell asleep, then reconnected during drain 2. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.